Manufacturer narrative:
The investigation revealed that the complaint was unable to be confirmed with the information provided and the root cause is unable to be determined. The event description notes there was ¿increased tissue trauma¿ and need for extended surgery which supports classification of event as serious. There was no reported permanent health consequences or impact to the patient. The device was not returned for evaluation, and no photographs were provided so the complaint could not be confirmed. No associated torque handle information was provided, and no information on the final lock screw driver used was provided. Although no definitive root cause could be determined, review of the reported event and similar events suggests excessive force and or fatigue failure after repeated high torque use over time as the likely cause or contributor. The fractured tip was recovered, and the case was able to continue and finish after removing the construct. Manufacturing review: no lot code information was provided on the so a complete manufacturing review could not be completed. Although review of ncmr records and similar events notes no non-conformances with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. Labeling review was conducted with outcome of no deviations or impact to event noted. Risk evaluation: review of the complaint and associated risk document found the effects potentially related to the reported event have been identified and mitigated and the severity of possible effects do not exceed those estimated in the risk documentation. A review of confirmed past complaints identified reports of reline final lock screw drivers fracturing intraoperatively, at an occurrence rate lower than the estimated risk documentation associated with this product. No new harm event or adverse trend identified with the reported event. Additionally, based on the risk level estimated for this product, this complaint does not justify the need for new or additional risk evaluation. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored.

Event description:
It was reported that a nuvasive torque wrench fractured during surgery resulting in extended surgery time and tissue trauma. This event occurred in germany.

Event description:
It was reported that a nuvasive torque wrench fractured during surgery resulting in extended surgery time and tissue trauma. This event occurred in germany.

Manufacturer narrative:
The device has not returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.